Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Symptoms reported include mild ketones and vomiting. The patient reports receiving a communication error due to another pod nearby, while trying to activate a new pod. The patient reports administering both long acting and fast acting insulin shots as treatment. Once at the hospital the patient was treated with intravenous fluids as well as 10 units of manual insulin and medication for nausea. The patient was at the hospital for 3 hours. The patient reports they had been able to apply a new pod after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.